Event description:
The customer indicated that on (B)(6) 2011, they observed blood leaking from underneath and inside the coulter lh 750 hematology analyzer. The leak seemed to be originating from the needle area. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Patient results were not affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) observed fluid leaking out of the needle bellow and the instrument was reporting vent line sensor (vls) errors. Upon further inspection the fse discovered a clogged choke on the tubing underneath the needle cartridge. The vls tubing, blood detector (bd3), and the choke were all replaced. The fse executed performance testing and instrument controls which yielded acceptable results. The instrument results meet published performance specifications. The instrument was returned into service after completion of verified repairs. The root cause of this event is attributed to a clogged choke on the tubing under the needle cartridge. The cause of the clog is unknown.